Event description:
It was reported that the device shut down during use. The ventilator screen went blue and the ventilator then performed a restart and operated normally with pre-set adjustments. There was no patient injury reported.

Manufacturer narrative:
The investigation has been started; results will be provided within the follow-up report.